Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. A 5.00 x 8mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion; however the bdc met with resistance during advancement due to anatomical challenges. During the first inflation the balloon ruptured at 14 atmospheres; therefore, bdc was removed from the patient. A non-abbott balloon was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.